Manufacturer narrative:
This emdr represents supplemental report # 2210968-2017-01190 for previously submitted MDR number 2210968-2017-00652, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and the mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient experienced severe pelvic pain. It was reported that the patient underwent removal surgery on a unk date. No additional information was provided.